Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was an incorrect axis alignment in image guidance for the patient's unknown eye during intraocular implantation surgery. The toric was more than thirty degrees off-axis. The surgeon strongly believes that the lens did not rotate and that they must have placed the toric on the incorrect axis before noticing the issue with image guidance.

Event description:
Upon further review this complaint was reassessed and confirmed that, it has been confirmed that the device was neither associated with nor contributed to the reported event.

Manufacturer narrative:
Correction information provided in b.5. And h.11. Upon further review this complaint was reassessed and confirmed that, it has been confirmed that the device was neither associated with nor contributed to the reported event. The manufacturer internal reference number is:(B)(4).